Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. After visual examination of the part, it was observed a pinnacle cup impactor with a broken end of handle. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The following devices were received as blind unit. Product code: 221750041; lot# so2050009. Product code: 221750041; lot# so2049639. Tracking number: (B)(4). However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device from (B)(6). This complaint involves two (2) devices.